Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('severe menstrual bleeding/ abnormal bleeding: menorrhagia') in a 32-year-old female patient who had essure (batch no. 20205786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation and degenerative disc disease. Concurrent conditions included sciatica and dysfunctional uterine bleeding. Concomitant products included ibuprofen and levonorgestrel (mirena). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems ¿ depression/psych injury") and anxiety ("psychological or psychiatric problems ¿ mental anguish"), 1 year after insertion of essure. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced post procedural complication ("post removal complications"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, nsaids, prednisone and surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009 & (B)(6) 2008. Discrepancy noted in essure confirmation test: (B)(6)2010: unsuccesful occlusion. She was treated for following events genital bleeding, menorrhagia". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: successfully occluded. Diagnostic results: (B)(6) 2011, surgical pathology report: uterus and cervix, hysterectomy: squamous metaplasia of cervix. Proliferative endometrium. Lot number: 20205786 manufacturing date:2009-08 expiration date:2012-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. (Product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("severe menstrual bleeding/ abnormal bleeding: menorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation. Concurrent conditions included sciatica and dysfunctional uterine bleeding. Concomitant products included levonorgestrel (mirena). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). The patient was treated with nsaid's, ibuprofen (advil), vicodin, prednisone and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved, the pelvic pain was resolving and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successfully occluded. (B)(6) 2011, surgical pathology report: uterus and cervix, hysterectomy: squamous metaplasia of cervix. Proliferative endometrium. Most recent follow-up information incorporated above includes: on 29-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (general), pelvic area pain, psychological or psychiatric problems ¿ depression and mental anguish, abnormal bleeding (vaginal). Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('severe menstrual bleeding/ abnormal bleeding: menorrhagia') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation and degenerative disc disease. Concurrent conditions included sciatica and dysfunctional uterine bleeding. Concomitant products included ibuprofen and levonorgestrel (mirena). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems depression/psych injury") and anxiety ("psychological or psychiatric problems ¿ mental anguish"), 1 year after insertion of essure. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced post procedural complication ("post removal complications"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, nsaids, prednisone and surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009 & (B)(6)2008. Discrepancy noted in essure confirmation test: (B)(6) 2010: unsuccesful occlusion. She was treated for following events genital bleeding, menorrhagia". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: results: successfully occluded.. Diagnostic results: (B)(6) 2011, surgical pathology report: uterus and cervix, hysterectomy: squamous metaplasia of cervix. Proliferative endometrium. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff information form received. Event¿ post procedural complication¿ was added. Event¿ pelvic pain¿ outcome was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('severe menstrual bleeding/ abnormal bleeding: menorrhagia') in a 32-year-old female patient who had essure (batch no. 20205786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation and degenerative disc disease. Concurrent conditions included sciatica and dysfunctional uterine bleeding. Concomitant products included ibuprofen and levonorgestrel (mirena). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems ¿ depression/psych injury") and anxiety ("psychological or psychiatric problems ¿ mental anguish"), 1 year after insertion of essure. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced post procedural complication ("post removal complications"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, nsaids, prednisone and surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009 & (B)(6) 2008. Discrepancy noted in essure confirmation test: (B)(6) 2010: unsuccesful occlusion. She was treated for following events genital bleeding, menorrhagia". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: successfully occluded.. Diagnostic results: (B)(6) 2011, surgical pathology report: uterus and cervix, hysterectomy: squamous metaplasia of cervix. Proliferative endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("severe menstrual bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (vaginal hysterectomy). Essure was removed. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.